Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2018, a computed tomography angiography revealed a type ii endoleak from a lumber artery. No reintervention was performed. A magnetic resonance imaging was selected to follow up due to a patient's poor renal function. On (B)(6) 2021, a magnetic resonance image revealed approximately 10mm of an enlargement of the abdominal aortic aneurysm. On (B)(6) a reintervention was performed. The type ii endoleak that observed on (B)(6) 2018, or a proximal type I endoleak were suspected but an angiography revealed a proximal type I endoleak. An additional stent graft was implanted to extend proximally. The proximal type I endoleak was resolved. The patient tolerated the procedure pre-existing conditions: poor renal function. The physician stated as follows; the proximal type I endoleak might be occurred because the neck was shorten due to the abdominal aortic aneurysm enlargement by the type ii endoleak.